Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the lead, the patient's blood pressure dropped and the physician elected to discontinue the implant. It was discovered later that a lead perforation had occurred and a pericardialcentesis was performed to remove the effusion. The lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.